Event description:
Endoscopic scissors shocked and burned three surgeons during use. Bovie machine was checked and found not to be the problem. Scissors were checked through insulscan and failed. Additional date of event: 2009.